Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 150, 135cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 64mm distal of the proximal markerband. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 27-jun 2023. It was reported that a balloon leak occurred. The patient undergo percutaneous transluminal angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, contrast leakage occurred. The procedure was completed with another mustang balloon catheter. There were no patient complications reported and the patient condition was fine. However, returned device analysis revealed balloon pinhole.